Event description:
Rec'd notice of complaint concerning above product via phone call from chief technician. States that he rec'd 25 cases of the stated lot number. (Has previously submitted complaints on this lot number). States that they have had 3 events in which a leak has occurred at the pump segment to adapter location (same as in previous complaints). One leak occurred on 12/5 and two occurred on 12/8. All 3 lines are available for evaluation. "CT" to call "csr" and have product switched out as this is the only lot number available in the facility, also states will check with another facility to see if they can borrow lines from another lot number. A response letter and mailer have been sent. Spoke with director of nursing for further clinical information. Does not have details of events, will speak with charge nurse on 12/10 and return call with requested info. 12/10-spoke with director of nursing who reports that the two events from 12/8 had minimal blood loss, less than 10cc. (Reference pir#9802046) both leaks were caught early, the lines changed and treatments completed without further incident. The pts were stable and did not require any medical intervention. Director of nursing reports no further problems at this time. The 12/5 event had a reported blood loss of 50cc. The pt remained stable throughout the event, the line was changed, and the treatment completed without further incident. No medical intervention was required. A medwatch form has been filed based on bloodl loss only.